Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s mother reported that the patient was hospitalized at (B)(6) with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 350 mg/dl while wearing the pod between 49 and 71 hours. The mother stated that on (B)(6) 2026 the pdm fell out, would not power on, and displayed a frozen black-and-white screen, prompting the need for a pod change. She further indicated that the pod was removed due to concerns of insufficient basal insulin delivery and that no pod was worn thereafter. The patient subsequently experienced overnight hyperglycemia accompanied by nausea, vomiting, abdominal pain, confusion, and loss of consciousness, leading the patient¿s father to transport the patient to the hospital. The patient was treated with insulin infusion, electrolyte replacement, and intravenous fluids. At the time of reporting, the patient¿s mother indicated that the expected duration of hospitalization was one day; information regarding the actual date of discharge and clinical outcome is currently being solicited.